Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-47419, related manufacturer reference number: 2017865-2023-47420. It was reported that the patient presented to the hospital with infection and skin erosion at device pocket. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.